Event description:
It was reported that the customer was hospitalized on 10/10/2014 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization 35mg/dl. The customer was/not wearing the insulin pump at the time of hospitalization. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).